Event description:
It was reported that the pump was explanted because it was flowing at 0.5cc/day and the physician had expected it to flow at 1cc/day. A second pump was implanted without any complications.